Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on, and after five minutes, observed breaths per minute were 23 when set to 12. Bench testing revealed the tubing on port b of the accumulator was pinched. Vyaire medical replaced the tubing to resolve the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was stacking breaths while in use on a patient and the peep alarms were not accurate. The patients oxygen saturation levels started to drop and the patient was mechanically ventilated until placed on another ventilator. There was no harm to the patient.